Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this medwatch report is in response to receipt of maude event report (B)(4).

Event description:
It was reported that a patient underwent a pelvic floor repair procedure for repair of a prolapse in 2007. The patient experienced vaginal bleeding and pelvic pain from mesh erosions. The mesh was explanted on (B)(6) 2009. Additional information has been requested.